Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.